Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the discharged patient was not showing up. A technical support specialist (tss) had confirmed that the user had the necessary permissions, but the reverse discharge time had not included the discharge time. So, the tss had contacted the customer, assisted in adjusting the range to enable manual discharge, reset the hours back to 48, and provided guidance for making similar changes in the future. The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, discharged patient was not showing up. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.